Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 for treatment of severe persistent asthma. This complaint is being reported based on hospitalization of the patient for the event of asthma exacerbation post bt procedure. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the upper left and right lobes on (B)(6) 2012. The procedure was completed successfully with no issues noted. Following the bt procedure, the patient developed a slight cough, clear sputum, shortness of breath and hemoptysis. Reportedly, the hemoptysis resolved prior to (B)(6) 2012 and no active intervention was performed. On (B)(6) 2012, the patient had continued shortness of breath, and developed tightness in her chest. Subsequently, as she lives a long distance from the hospital, she was admitted into the hospital. She was treated with turbohaler symbicort (160/4.5 2 puff bd), alvesco (2 puff od), prednisolone (20 mg od), and spiriva (18 mg od). On (B)(6) 2012, her symptoms resolved, and she was reported to be in stable condition. However, she remained hospitalized for observation. On (B)(6), 2012, the patient was discharged from the hospital. **additional information received since (B)(6) 2012.** the patient was admitted into the hospital prior to the bt procedure on (B)(6) 2012, and underwent her third bt treatment to the upper left and right lobes on (B)(6) 2012. She remained hospitalized until (B)(6) 2012 due to her unstable condition. In the two months following bt treatment, the patient was admitted into the hospital one additional time due to an asthma attack. However, the patient states that she is now more able to live a normal life.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 for treatment of severe persistent asthma. This complaint is being reported based on hospitalization of the patient for the event of asthma exacerbation post bt procedure. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the upper left and right lobes on (B)(6) 2012. The procedure was completed successfully with no issues noted. Following the bt procedure, the patient developed a slight cough, clear sputum, shortness of breath and hemoptysis. Reportedly, the hemoptysis resolved prior to (B)(6) 2012 and no active intervention was performed. On (B)(6) 2012, the patient had continued shortness of breath, and developed tightness in her chest. Subsequently, as she lives a long distance from the hospital, she was admitted into the hospital. She was treated with turbohaler symbicort (160/4.5 2 puff bd), alvesco (2 puff od), prednisolone (20 mg od), and spiriva (18 mg od). On (B)(6) 2012, her symptoms resolved, and she was reported to be in stable condition. However, she remained hospitalized for observation. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
Mfg site address: boston scientific corporation; 888 ross drive, suite 100; sunnyvale, ca 94089 USA. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that batch (B)(4) met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The reported events are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.